Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor under-infused; approximately 20 ml of fluorouracil was not delivered. This was observed during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.